Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the broken power inlet was confirmed. However, the specific cause of the broken power inlet was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported malfunction was confirmed. The rear of the ac inlet was damaged at the rear and was pushed in. In addition, the evaluation found four suction feet had weak suction force at the bottom, the main chassis and top cover had paint worn out at the front, and it was recommended to replace the air joint unit and connector socket for preventative maintenance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the plug on the back of the maintenance unit was broken and unsafe to use. Prior to the plug not working, the plug was loose, but still worked. It is unknown when the event occurred. There were no reports of patient harm.